Event description:
Spontaneous inbound call from patient. Patient reported that one of her pen needles is defective/broken. Unknown if any adverse event or missed dose occurred. Unknown if patient still has defective product on hand. Unknown if md is aware. No further information reported. Unknown lot number expiration date. Reported to (B)(6) by: patient/caregiver.